Event description:
It was reported that, during an arthroscopy, the fast-fix 360 had a failure when firing the t1 suture. The procedure was completed with a smith and nephew back up device. There was a delay of less than or equal to 30 min. No injuries or other complications were reported.

Manufacturer narrative:
H10, b5: updated. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received has indicated the t1 anchor did not deploy, which indicates the device could not be used and therefore no medical intervention was required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an arthroscopy, the fast-fix 360 had a failure when firing the suture. The procedure was completed with a smith and nephew back up device. There was a delay of less than or equal to 30 min. No injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.